Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The date of the event is unknown. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment and outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Additional information: it was reported the patient experienced a touch contamination, which led to peritonitis. Reportedly, the patient "plucked a connecting tube" from the device. On an unreported date, the patient was hospitalized for the event. The patient was treated with vancomycin (dose, frequency, and route not reported) for the event. Peritoneal dialysis therapy was ongoing. On an unreported date, the patient was discharged from the hospital. Retraining of proper connect / disconnect method and aseptic technique was performed for the patient and her family. The patient recovered from the event of peritonitis. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information related to the reported issue, a supplemental report will be submitted.